Manufacturer narrative:
Section b1: corrected. Section b2: corrected. Date of death is estimated. Section b3: corrected. Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not conclusively be established through this evaluation. Additionally, low flow alarms were captured in the submitted log files; however, a specific cause for the alarms cannot be conclusively determined through this evaluation. It was reported that the patient passed away at an outside facility. An internal investigation was being conducted. A review of the submitted log files revealed multiple low flow alarms. Additionally, low voltage hazards, no external power and pump stops due to battery depletion were also captured. The pump appeared to be operating as expected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. Section 2 of the IFU, ¿system operations,¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. Section 3 of the patient handbook, ¿powering the system,¿ details how to check a battery's charge level, replacing low batteries with fully charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review. The logs showed a few low flows as well as multiple strings of low power advisories on 28apr2024 followed by low power hazard alarms while tethered on batteries due to depleted batteries in-use on 28apr2024 through 29apr2024. These events were followed by power cable disconnect / no external power alarms on 29apr2024. It appeared the batteries were fully depleted causing a complete loss of external power to system controller where the controller operated in emergency backup battery (ebb) / power save mode on 29apr2024 at around 12:02 am through 2:28 am where the controller clock was reset due to a complete loss of power. The controller recorded no external power / left ventricle assist device (lvad) off / intentional pump stop alarms on 29apr2024 at 2:28 am. It appeared pump power was momentarily restored however the time/date of these events was unable to be determined due to the controller clock reset. These events were followed by a second episode of lvad off alarms for the remainder of the log file history. The patient passed away at an outside facility. An internal investigation was being conducted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.